Manufacturer narrative:
Concomitant product: product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4). Analysis of the stimulator, serial #(B)(4), found the battery capacity reduced due to overdischarge. There were no significant anomalies. Analysis of the unknown wrench found no anomaly.

Event description:
It was reported that the battery depleted prematurely and there was no ¿answer¿ from the stimulator. Also, there was no possibility to recharge ¿after many trials¿ and the patient had no stimulation. The device was explanted and replaced. At the time of the report the patient was alive with no injury. Six days later it was reported that one ¿pole,¿ number 2, was over 10 ,000 ohms but ¿had not been chosen.¿ the patient was ok and he was receiving effective therapy again.